Manufacturer narrative:
The pump was received with open book due to moisture damage. Unable to verify the pump error 35 due to the open book. Also received with moisture damage on the motor assembly and force sensor was noted. No moisture damage on the keypad and battery tube assembly was noted. The pump was received with a scratched case, a pillowing keypad overlay, a cracked case behind the pump near the battery compartment and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a pump error during rewind. It was reported that the device detected a possible issue with the motor. It was reported that the customer is being sent out a replacement, and was asked to return device for analysis.